Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17832. It was reported patient was experiencing ineffective therapy of pain relief. X-rays indicated that the leads had migrated out of neural foramen. As such surgical intervention took place where in both the leads were replaced with new leads. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined